Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2025. The surgeon made several attempts to load insert into attune tray. Insert appeared to fail to engage with the tray. At which point surgeon opted to attempt with a new insert and was successful. Procedure was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a search of the medtech orthopaedics (nc) quality system found no nonconformances associated with this product/lot combination. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned atune cr lt ms ins sz 4 5 revealed that part of the bottom surface, at the edge of the right section, was delaminated. Furthermore, the central tab of the locking mechanism and one of the posterior grooves, which are designed to fit into the locking feature of the corresponding tibial tray, shows signs of implantation attempts. A dimensional inspection was performed, at the undamaged portions of the device, and met specifications. The mating tibial tray component was not returned for evaluation, therefore, a functional test was not able to be performed. However, the observed damage suggest unsuccessful insertion attempts during the surgical process, confirming the reported " difficulty/inability to assemble" allegation. The attune knee system surgical technique advises, ¿for fixed bearing tibial components, angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position an impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor.¿ following these steps will successfully locking the insert into the base as intended. With the available information is not possible to determine a potential cause at this moment. However, in support of the evaluation performed, the observed condition of the atune cr lt ms ins sz 4 5 may have been caused by the posterior tabs on the underside of the tibial insert not properly aligned with the undercut locking features of the tibial base and/or impaction forces while the implant was not properly assemble. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. The overall complaint was confirmed as the observed condition of the atune cr lt ms ins sz 4 5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: measured dimensions: width = complies. Height = complies.